Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the registration technique performed lacked any captured points on the posterior regions of the head of the patient. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed while navigating. It was reported that the maxillary balloon was off by a large margin. The software was reported to show that the balloon was in the brain while the surgeon was in the nasal sinus. It was reported that the imprecision was 3-4 millimeters. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.